Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported via FDA maude report mw 5062947, had surgery, arthrodesis and fusion single joint right toe (1st mtp fusion). Also had excision of neuroma 2nd innerspace right foot at the same time. The fusion never happened, just had 2nd surgery with bone graft, second surgeon found the original plate broken and screws loose, was sent to pathologist.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
It was reported via FDA maude report mw 5062947, had surgery, arthrodesis and fusion single joint right toe (1st mtp fusion). Also had excision of neuroma 2nd innerspace right foot at the same time. The fusion never happened, just had 2nd surgery with bone graft, second surgeon found the original plate broken and screws loose, was sent to pathologist.